Manufacturer narrative:
Additional narrative: this report is for an unknown matrixrib locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with a long 30 hole matrixrib plate on (B)(6) 2020 to repair the chest wall deformity for pectus carinatum. On an unknown postoperative date the long 30 hole matrixrib plate broke while in the patient. The plate had to be removed prematurely, but the surgeon is happy as the deformity has been repaired and so no further surgeries will be required. It was noted that there was no sternum plate implanted at the original operation, despite the recommendation from the rep and tech guide to include a sternal plate (in addition to the 30 hole matrixrib plate) and not enough screws were placed laterally. Surgeon reported that screws implanted laterally had become loose and there was inflammation. So loose screws were removed around march 2021 and wrapped the lateral ends of the plate with stainless steel wires and non-resorbable sutures to hold the plate in place. No further information provided. This report is for unknown quantity of unknown matrixrib locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- a definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.